Manufacturer narrative:
Event date: the exact event onset date is unknown. The provided event date of september 10, 2009 was chosen as a best estimate based on the implant date. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during an anterior repair with mesh (perigee) laparoscopic subtotal hysterectomy with bilateral salpingo-oophorectomy, laparoscopic posterior compartment repair, mesh sacrocolpopexy and cystoscopy procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient has experienced an unspecified injury.